Manufacturer narrative:
The investigation is on-going. Once the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a patient was being monitored in the ICU using a draeger telemetry device. The involved patient died at 4:00 am and the users noted only receiving an electrode alarm [lead off] message at 11:09 pm the night before. The users also inquired as to why the ECG waves were not displaying. Note that a leads off message alerts the user that a lead is off of the patient. When a lead is off, the ECG signal cannot be obtained. If there is no ECG signal, you would not receive associated alarms.

Manufacturer narrative:
Logs were received, however did not aid in the investigation. The electrode alarm annunciation and visual alert were verified by the user, and the submitted strip report shows that waveforms ceased to be generated which is consistent with electrodes not connected to a patient. This behavior is the correct functionality of the telemetry device. Additionally, the device was tested onsite and functioned as designed which included "lead off" alarm for detached electrodes. The device was also evaluated at the draeger service center where it was determined to be working as designed. The device passed testing and was returned to the customer. There was no failure of the device. The device worked as intended, and no malfunctions were identified. Our device can be excluded from the patient death.

Event description:
The customer reported a patient was being monitored in the ICU using a draeger telemetry device. The involved patient died at 4:00am and the users noted only receiving an electrode alarm [lead off] message at 11:09pm the night before. The users also inquired as to why the ECG waves were not displaying. Note that a leads off message alerts the user that a lead is off of the patient. When a lead is off, the ECG signal cannot be obtained. If there is no ECG signal, you would not receive associated alarms.